Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the pump was delivering morphine. It was unknown how long the pump was stalled.

Event description:
It was reported the patient had a magnetic resonance imaging (MRI) on the date of this report and a motor stall and recovery occurred as expected. The pump was interrogated by the registered nurse and the pump reported a motor stall with recovery. Patient symptoms were not reported. The type of drug in the pump was unknown as well as the recovery time of the motor stall and the patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.